Manufacturer narrative:
Voluntary medwatch MDR report #: mw5148872.

Event description:
Voluntary medwatch form received notes that a patient presented with high pacing impedance on the left ventricular (lv) lead. Programming changes were discussed; no changes or interventions were reported. No adverse patient effects were reported.